Manufacturer narrative:
No product will be returned for eval.

Event description:
Nurse reported patient was in the hospital, due to having a heart attack and dka. She indicated that the issue was not related to the infusion device, but that she needed assistance adjusting the patient's basal rate. Nurse reported that she did not have any further information regarding the hospitalization. She indicated that she was only calling to be advised on reconnecting the patient to the infusion device. Multiple attempts were made to contact patient and the nurse who reported the event to obtain additional ionformation. These attempts were unsuccessful. Product will not be returned for evaluation.